Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report high blood glucose levels of 555 and 600 mg/dl. The customer reported symptoms of tiredness. The customer did not treat. Troubleshooting was performed and a high pressure test was done and it passed; customer did not find any issues with the insulin pump. The customer was advised to monitor their symptoms and device. Nothing was replaced or returned for analysis.